Event description:
Patient reported an issue with her diabetes pump, specifically an error labeled 12-0x2071, which had occurred multiple times. She mentioned that technical support indicated a replacement would be possible if the error appeared more than twice, and records confirmed the error had already occurred at least twice, although she remembered another instance six months prior. She had learned to resolve the issue by rebooting the device on her own. There was no adverse impact to her blood glucose level. Technical support had not yet confirmed the possibility of reviewing her pump's history for additional errors, and no further corrective actions were documented.